Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg 500s at its highest); cause was not known. Infusion set and cartridge were changed multiple times. Boluses and insulin injections were used to address bg. However, bg level did not appear to decrease. Pump system check was performed; no device issues were identified.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified; however, a different issue was identified.